Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones. There was an allegation that the device did not last as long as expected. It was also reported that the device declared end of life (eol) due to a charge time measurement. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. This issue is discussed in our q2 2010 crm product performance report.